Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and manufacturers were noted in the article; however, a one to one corr elation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/70 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Correspondence was sent to the author requesting additional information, with no reply at the time of this report. If additional relevant information is received, a supplemental report will be submitted. Referenced article: gender-related and age-related differences in implantable defibrillator recipients: results from the pacemaker and implantable defibrillator leads survival study ("paidless"). Journal of invasive cardiology,. 2015;27(12):530-534. (B)(4).

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were lead "failures;" however, no specific complaints were identified other than the indication of "recalled" leads. The status of the leads is unknown and the article did not indicate specifically if medical or surgical intervention was taken. Follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.